Manufacturer narrative:
Review of the curve shows true sigmoidal growth indicative of amplification. The CT is slightly delayed and approaching the test¿s limit of detection (lod) indicating that this is a low titer sample. No product problem was identified. The discrepancy experienced may be due to the differences in sensitivities and detection technologies between the liat scfa assay and the daan gene sars-cov-2 test. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The customer reported that the initial test performed with the cobas liat system was positive for sars-cov-2. The sample was then retested with the daan gene sars-cov-2 test and was negative. The test sample was sent out to another lab for confirmation and retested with an unknown competitor's device as sars-cov-2 positive. The result was reported as positive. No indication of whether it was repeat tested with the same cobas® liat® system. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.